Manufacturer narrative:
The device was returned with the 6f introducer sheath included. A visual inspection of the introducer sheath was preformed and no issues were found. A portion of the balloon was missing including the marker band and distal end. As noted in the event description, the detached ivl catheter components were successfully retrieved from inside the patient. The likely cause for the reported balloon loss of pressure and subsequent detached balloon or catheter component can be attributed to patient calcium and off-label usage. Per the information provided, it was noted that a 6f terumo introducer sheath was used indicating off-label use. The IFU states, "6.5-7.0mm balloon is 7f introducer sheath compatible". The use of a smaller sheath may have contributed to the device separation. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave m5 ivl catheter was used to treat the right iliac. After 246 pulses, a balloon loss of pressure occurred. Contrast hung up in end of balloon that was difficult to remove. When pulling the balloon into the sheath, the distal end of the balloon separated. The ivl catheter including the separated piece came out from the sheath. To date, no patient sequelae has been reported.